Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch does not connect. Upon functional analysis, it was identified that the wi-fi indicator was off, and the battery indicator was in green. To resolve the issue, fse replaced the wireless footswitch and the base station. The defective parts were returned to philips for failure analysis, and the cause of the failure of the wireless base station could not be conclusively determined, and failure analysis of the wireless footswitch showed all four anti-slip rubbers were gone. This event is not associated with any of the existing medical device correction. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch lost connection with the wireless base station. The system was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-2021/11/22-010-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.